Event description:
Clinician reported that the display screen froze when the animas logo appeared. New battery insertion did not improve the issue. The pump was being used as a demonstration pump in the clinician's office.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. The pump was evaluated and found to be operating within required specifications. Evaluation found that pump powers up properly. The pump was exercised for 24 hours with no issues. A review of the pump history revealed re-booting which could not be duplicated during evaluation.